Manufacturer narrative:
The instruments associated with this report were not returned. A provided photograph does not offer enough information to confirm a size discrepancy or the root cause for the problem experienced. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Greater trochanter fractured because of the discrepancy between the neck/stem junction of the 14/9 trials.